Event description:
Event description guidant received information that this upon interrogation this pacemaker displayed a lead safety switch. The field re-presentative inquired what the possible causes of this are.